Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot number 73h1500582 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during a splenectomy the physician used 2 clips to ligate the splenic artery. Eight hours after the surgery it was found that the clips had re-opened causing bleeding. The patient's condition was reported as unknown.